Event description:
It was reported that during initial implant procedure, the tip of the lead was "severely curved" when the lead was out of the packaging. The lead was replaced and the implant procedure was completed with no further adverse consequences to the patient. The patient was stable post-procedure.

Manufacturer narrative:
A complete lead was returned for analysis. Final analysis found a slight bend in the lead at 56.0 cm from the connector pin. Analysis was normal, and no anomalies were found.